Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The facility misplaced the device. As the device was not returned for evaluation, visual and functional inspection was unable to be performed. A review of the DHR could not be performed as the lot number was not reported. The reported event could be attributed to insufficient structural integrity and damage to the device during shipping and handling. Should the device become available for return, the investigation will be reopened. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the trocar broke apart. When taken out of the packaging, it fell apart. The issue was noticed prior to incision and nothing fell into the patient. The device was replaced with another trocar. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.